Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this lead was attempted and not implanted due to an unspecified product performance issue with the helix on the lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed that the distal tip was bent between the helix housing and electrode ring. Resistance testing was then performed on the lead, verifying the electrical performance integrity. Analysis confirmed the bent lead tip and determined the damage was likely induced during the implant procedure.

Event description:
--